Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they had issues charging the implant and the issue began over a month ago. Patient mentioned the implant would take longer to charge and would act like it was charging for about 10 minutes then it would go haywire. Patient would get a white screen when charging the implant or they would get stuck on a screen that was running in circles and couldn't find the implant. During the call patient denied damages in the controller port and recharger. Patient cleaned the controller and recharger pins. Patient reset the controller and got memory problem. Patient set the date and time. Patient plugged the recharger and was stuck at checking the recharger. Agent reviewed best charging practices but patient was still stuck at checking the recharger. Agent sent request to repair to replace the recharger. See previous cases for a replacement cord or a battery or a charging box that they got last. Patient also mentioned they got hurt on the job and had 3 back surgeries. Agent attempted to clarify and patient mentioned they had 2 back surgeries then their 3rd back surgery was for their implant. Patient also mentioned their implant helped them a bit to walk around. Additional information was received from the patient. The patient mentioned the implant would last them 2 days before charging the implant. The patient would have to charge halfway one day then charge the other half the next day. The patient had 60% on the implant and it was going to be 'dead' in the afternoon and the implant helped them a bit to walk around. Additional information was received from the patient on (B)(6) 2026: the patient stated that they called back in and reported that the replacement recharger did not resolve the issue regarding the controller going to an all-white screen every 10 minutes. Agent sent a request to repair to replace the controller. Patient called back and stated they received a new controller and needed assistance with the setup process. Patient reported that when they connected the recharger, the controller went blank. During the call, patient realized they had removed the battery pack from the controller, which explained why the controller was off. Agent walked the patient through with the pairing process. Patient confirmed set-up complete. Agent closed the case. Patient called back and repeated previously documented information. Patient reported that the new controller continuously went to a white screen and became unresponsive for a couple of minutes when they charge the implant. Agent had the patient to reset the controller using ac power. Patient reported controller screen powered on when empty controller was plugged into wall outlet and flashing light appeared when battery pack was reinserted. Agent had patient check for visible damage on controller and recharger, confirmed no visible damage; instructed patient to blow air on controller port and wipe down recharger pins. No visible damage on the controller port and rtm pins. Patient was able to charge the implant, but controller continuously went to white screen. The issue was not resolved. Agent sent a request to replace battery pack. Agent closed the case. Patient called back and stated that they did receive a replacement battery pack, but it shows "good morning (B)(6)". Agent suspect patient was using a dummy controller. Agent had the patient insert the replacement battery pack and put it on the replacement controller. Patient saw battery empty cannot continue. Recharge the controller message. Patient charged the controller and saw controller battery in red recharging and ins at 70%. Patient will continue charging the controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.